Event description:
Eea stapler - a secure connection could not be ascertained because no clicking sound was heard with the stapler. Due to this, the ostomy site was extended, the anvil was connected, and the stapler was fired to create the anastomosis. Only one ring doughnut tissue was retrieved from the stapler ¿ normally there are two rings. A colonoscopy and bubble leak test was used to confirm no leak. The second ring donor tissue was seen attached to the staple line and a snare was used to attempt to retrieve the ring doughnut. A loop ileostomy was done due to issue with the stapler.